Manufacturer narrative:
Event date - estimated as (B)(6) 2022 as the social media comment was made in 2022. Implant date - estimated as (B)(6) 2018 as the implant was noted to be approximately 4 years prior to the event in the social media comment.

Event description:
It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Four years post implant, it was reported that the closure device was partially incorporated into the laa side wall and there was a leak. Valve surgery was later performed not involving the closure device.